Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A field service engineer worked with the information technology team to implement network changes and verified the communication. The system functioned as intended after the field service engineer and information technology team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was not communicated and no active reports. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.